Event description:
It was reported that impedances were >40,000 ohms. The patient had itrel 3 ins (implantable neurostimulator) replaced with a sensor ins - the reporter did not know when the ins was replaced and was for pain in left leg. The patient also had a second device for back pain which was a restore advanced ins placed on (B)(6) 2013 with two peripheral lumbar leads. Impedances with sensor ins were as follows: 0-1=>40,000 ohms, 0-2=25,257 ohms, 0-3=34,802 ohms, all impedances with reference electrode 1 were >40,000 ohms. The patient felt minimal amount of stimulation from sensor ins at 10.5 v. The ins was programmed using electrodes #0 and #3. It was suspected by the reporter this stimulation might actually be coming from advanced ins. The reporter turned off advanced ins and turned up sensor ins. The patient felt no stimulation. The patient stopped feeling stimulation for left leg three years prior to the report. The patient did have a fall but this was after stimulation stopped. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 37713, serial# unknown, implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).